Manufacturer narrative:
Patient information is unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that no bands were present on the ligator head and several of the ligator head teeth were damaged. Additionally, the suture wire was not returned and the trip wire was found to be detached from the spool and very distorted, but not broken. Functionally, the handle knob was able to be turned without issue and clicked appropriately after a 180 degree rotation. The condition of the returned incident device was not consistent with the complaint of bands failed to deploy. The evaluation revealed that the ligator head returned absent of bands and with damaged teeth. Although the issue was not able to be confirmed, it likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal band ligation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when an attempt to deploy the first band was made, the "click was heard" however, the band did not deploy. A second attempt was made and the band deployed successfully onto the varix. A third attempt was made, however, the band did not deploy. After another turn of the handle, the band deployed successfully onto the varix. Although the varix was banded with the speedband device, the physician choose to band with another, non-bsc device, to be certain that the varix was adequately banded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal band ligation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when an attempt to deploy the first band was made, the "click was heard" however, the band did not deploy. A second attempt was made and the band deployed successfully onto the varix. A third attempt was made, however, the band did not deploy. After another turn of the handle, the band deployed successfully onto the varix. Although the varix was banded with the speedband device, the physician choose to band with another, non-bsc device, to be certain that the varix was adequately banded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.